Manufacturer narrative:
The device is returned and an evaluation completed for it. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the device sdi ports were confirmed to be not working. This is attributed to a faulty dp board, which needed replacing. It is likely that the dp board failed due to an accidental failure of the part. The dp board has a circuit for generating and outputting sdi signals, and the sdi output became impossible due to this failure.

Manufacturer narrative:
When the device had been delivered september 2020, there was no damage to the packaging and all components had been received. Devices oev-262h and ncare were concomitant devices used in the event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during set up for an unknown procedure the both sdi ports were found to be not working. There is no patient involvement and no harm reported to any patient. The device was inspected and no abnormalities were noted.